Event description:
Patient presented to dr. With pain and effusion of affected knee. The knee was aspirated revealing black, granular fluid. The revision revealed posterior lip erosion of the flat articulaating surface and of the metal tray's posterior edges. The tray and surface were removed and replaceddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.